Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a manual atrial mechanical (mam) test, the atrial mechanical sensing signal of the leadless implantable pulse generator (ipg) was not displayed. The leadless ipg remains in use. No patient complications have been reported as a result of this event.